Event description:
The customer reported that the screen goes black and image acquisition ceases. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced and during the service call. The system was tested and found to be working as intended and returned to service.